Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, the following evaluation findings were observed: watertightness was not maintained due to holes in the insertion tube and due to perforation of the forceps channel, the watertightness of the digital camera is not maintained, the watertightness of the cross/ok/menu button was not maintained, the bending angle was insufficient due to the elongation of the angle wire, and the flexible tube of the insertion section was crushed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the airway mobilescope had air leak. Upon inspection of the customer¿s returned device it was observed, the coat of the light guide (lg) snake pipe was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coat of the light guide snake pipe was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.